Event description:
The manufacturer received a report that one of the leaflets on a size 21 supra annular valve was fractured during valve implantation. The event occurred during the suturing process.